Event description:
It was reported that the user¿s pump became stuck at the fill tubing step and would not accept confirmation of drops while reconnecting after several days off therapy due to lack of sensors; the issue was addressed by restarting the ilet, re-entering date and time, proceeding through ilet setup, and completing the supply change, consistent with an unresponsive touchscreen during setup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a software-related issue presenting as an unresponsive key/button behavior localized to the touchscreen during setup. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.